Event description:
An or technician at the user facility reports a broken haptic was noted after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement. Additional info has been requested.